Event description:
Ous MDR - it was reported that the lead became dislodged 4 days after the implantation due to the patient's movements. During the repositioning attempt, the screw could no longer be retracted. No worsening of the patient&#62688;state of health was reported. The lead was returned for analysis.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the mechanical inspections, the mandrin could not be inserted into the lead lumen correctly. The further analysis showed remains of coagulated blood on the entire inner conductor helix. These coagulated blood remains most likely got into the lead with a mandrin used during the implant. During the inspection, a severely twisted inner conductor helix was found near the df4 connector pin. The analysis showed that over-rotation of the screw mechanism should be considered as cause. In addition, damage at the steroid collar was found on this lead, which is probably the result of the use of medical instruments during the operation process. No further deviations were detected that could be related to the clinical complaint. There was no indications of a material defect or manufacturing error.